Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the surgeon would be replacing the pump due to thrombus. The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues.

Manufacturer narrative:
The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.